Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(6).

Manufacturer narrative:
It was reported that the ventilator did work abnormally and was making loud noises. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the repair of the device was done by the customer and there was no on-site visit by our technician. No more details have been provided regarding customer allegation - the customer will not provide more details or context of the issue or the cause of the it. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator did work abnormally and was making loud noises. There was no patient harm. Manufacturer's ref. #: (B)(4).